Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, 3 xience xpedition stents (2.5 x 33mm, 2.25 x 28mm and 2.5 x 38mm) were implanted in the narrow, 100% stenosed, left circumflex (lcx) coronary artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2017, the patient was rehospitalized due to chest pain. No angiography was performed. The patient received transfusion treatment and was discharged. Per the physician, the relationship between the event and the device is not known and patient is in good health. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, ce eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: only 2 xience xpedition stents were implanted (2.25 x 28mm & 2.5 x 38mm), not 3 stents as initially reported. The treatment received in (B)(6) 2017 was fluid transfusion. No additional information provided.